Manufacturer narrative:
A correlation between the device and the report of sepsis could not be conclusively determined. Infection, sepsis, and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pre-exchange infection and pump exchange are reported under MFR. #2916596-2020-00029. This report captures the patient's post-exchange infection and death. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to sepsis. The patient had undergone a pump exchange on (B)(6) 2019 due to a recurrent infection of the percutaneous lead exit site that ascended and caused a mediastinitis. The pump exchange surgery was reported to have been performed as an ultima ratio treatment with a high risk of a lethal outcome. No further information was provided.